Event description:
The pt reportedly experienced poor performance with use of the cochlear device. The pt requested to discontinue use of the device on the ipsilateral ear indicating a preference to use of the device on the contralateral ear only. The pt's device was explanted. The pt was reimplanted with another cochlear device.